Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: fistula, infection, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 1998: (B)(6) memorial hospital. (B)(6) , md. History and physical. Admitted from emergency room with 3-day history of left lower quadrant abdominal pain. History of intestinal bypass for obesity approximately twenty years ago. Admitting diagnosis: diverticulitis vs sigmoid colon carcinoma. Plan: admit. Noting by mouth, IV fluids, IV antibiotics, CT scan. On (B)(6) 2008: (B)(6) memorial hospital. (B)(6) , md. Operative report. Indications: this is a 59-year-old white female who has a personal history of colon cancer resected in the past. Admitted at this time for colonoscopy. Preoperative diagnosis: history of prior colon cancer. Postoperative diagnosis: multiple colonic polyps. Colonoscopy with hot snare and cold forceps polypectomies. Complications: none apparent. Implant procedure: laparoscopy with extensive lysis of adhesions and small bowel oversew laparoscopically. Laparoscopic ventral hernia repair with gore-tex duo-mesh. Implant: gore® dualmesh® biomaterial [1dlmc08/06441505, 26 x 34 cm]. Implant date: (B)(6) 2009 (hospitalization [ni]). On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: large anterior abdominal wall ventral hernia. Postoperative diagnosis: large anterior abdominal wall ventral hernia. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 cc. Complications: none apparent. Indications: this is a 59-year-old white female who is morbidly obese and has underlying severe chronic obstructive pulmonary disease and has a large ventral hernia on the anterior abdominal wall and with history of colon cancer resected in the past. The patient had a repeat colonoscopy demonstrating no colonic abnormalities. The patient has committed to weight loss and has lost 25 pounds over the past 8 months and has also quit smoking and had been smoke free for 3 months. For that reason, she is submitted for a laparoscopic ventral hernia repair. Description of procedure: ¿this 59 year old white female was taken to the operating room on (B)(6) 2009. She was placed in the supine position and induced with general anesthesia, prepped and draped in the usual fashion over the entire abdomen. 0.5% marcaine was used to infiltrate the skin and soft tissue. In the left upper portion of the abdomen using a 5-millimeter trocar and a 0 degree 5-millimeter laparoscope optical trocar direct intraperitoneal access was obtained. A co2 pneumoperitoneum was then obtained. A 30-degree 5-millimeter laparoscope was then introduced into the abdomen. On initial inspection, the abdomen revealed a complex hernia over the anterior abdominal wall with evidence of attempted prior repair as sutures were visualized that appeared to be ethibond sutures. A large herniation was noted through the anterior abdominal wall with multiple adhesions of both the small bowel and colon. An additional 5-millimeter trocar was placed in the left abdomen and using meticulous dissection and combination of blunt and sharp dissection with metzenbaum scissors, the hernia sac was dissected free, right side of the abdomen, through a large ventral hernia defect which comprised both small bowel and colon structures a de-serosalized segment of small bowel was noted. Using an ethicon endostich, additional 10-millimeter trocar was placed in the left side of the abdomen and the de-seroalization was oversewn using a total of three 2-0 surgidac sutures to oversew this area. This was done laparoscopically and tied intracorporeally. The abdomen was lavaged with saline. Inspection of the reduced small bowel and colon revealed no other evidence of visceral injury. Next additional adhesions were taken off the upper abdominal wall of both omentum and transverse colon. This was done using sharp dissection with endoscopic shears. Once again, close inspection of the colon in this region revealed no evidence of visceral injury. Finally, 2 additional trocars were placed in the right side of the abdomen where inspection along the left side of the anterior abdominal wall revealed multiple adhesions of both small bowel and omentum. These were taken down sharply using endoshears under direct visualization. Inspection of the small bowel throughout revealed no evidence of enteric injury. A secondary hernia was noted in the left lower quadrant of the abdomen and once again ethibond sutures were seen as an attempted to prior closure of this hernia defect was seen. After complete reduction of visceral and omental structures from the complex hernial defects of the anterior abdominal wall, a spinal needle was passed through the anterior abdominal wall on multiple aspects and the overlying skin above was marked with a skin marker. This allowed mapping of the hernia defect for appropriate overlap of mesh. A defect measuring approximately 34 x 26 centimeters was noted and an oval shaped gore-tex duo mesh was brought to the operative field and soaked in bacitracin. The duo-mesh had sutures of 2-0 prolene passed through on 8 total points for placement of 8 total transfacial fixation points. The mesh was then rolled and deployed intracorporeally where it was unrolled. Each of the 8 transfacial sutures were brought through the anterior abdominal wall using a suture passer by making a small skin incision with a #11 blade with a stab incision and the suture passer passed through the intraabdominal fascia to grasp the previously placed 0-prolene. The duo-mesh was oriented such that the corrugated portion was abutting the anterior abdominal wall while the smooth surface abutted the visceral structures. Next, after transfacial fixation on 8 points, a pro-tack was used to circumferentially tack the mesh to oppose the anterior abdominal wall. Two concentric continuous rows of tacks were used using a total of 4 pro-track tackers were used. Following completion of this, the abdomen was lavaged with copious amounts of warm, normal saline. Inspection revealed complete coverage of the defects over the anterior abdominal walls. The trocars were then removed under direct visualization and were noted to be hemostatic. The co2 pneumoperitonuem was released and attention was turned towards closure. 4-0 monocryl was used to approximate the skin incision in a subcuticular fashion where mastisol and stere-strips were then applied. The patient was transported to the recovery room after an abdominal binder was placed. The patient tolerated the procedure well throughout and counts were correct at the conclusion of the procedure.¿ on (B)(6) 2009: (B)(6) memorial hospital. Implant record. Description: gore dual mesh. Qty: 1. Model #: 1dlmc08. Lot #: 06441505. Size 26 x 34 cm. Site: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc08/06441505) was implanted during the procedure. Relevant medical information: on (B)(6) 2009: (B)(6) memorial hospital. Perioperative record. Asa iii. On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. History and physical. Dehydration, admitted. Recently hospitalized and underwent a laparoscopic ventral hernia repair on (B)(6) 2009. Patient has been seen in the office since that time and has been doing well and having regular bowel movements and tolerating her diet. Recently developed symptoms of inability to tolerate liquids and poor urine output over past three days. History of colon resection, intestinal bypass. Former smoker, quit 3 months ago after a number of years of smoking. Exam: abdomen: abdomen is obese and soft. Hypoactive bowel sounds present. Diffusely, there is no tenderness. No masses are palpated. An abdominal binder has been in place. Impression/plan: dehydration, etiology unclear. Admit for hydration. Obtain serial laboratory studies as well as x-rays. Explant procedure: exploratory laparotomy with removal of gore-tex mesh and suture of enterotomy. Closure of abdomen with alloderm. Explant date: (B)(6) 2009 (hospitalization [ni]) on (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: acute abdomen. Postoperative diagnosis: acute abdomen from probable small bowel leak. Anesthesia: general. Estimated blood loss: 30 cc. Significant history: ms. (B)(6) a 59-year-old female who in the past few weeks underwent a laparoscopic ventral hernia repair. The patient was admitted to the hospital within the last few days with complaints of abdominal pain and had progressed to the point that she had an acute abdomen. She was felt to need reexploration. The risks and benefits of an exploratory laparotomy were discussed in detail with the patient and she agreed to proceed. Procedure: ¿after informed consent was obtained the patient was taken to the operating room and placed in supine position on the operating room table. She was administered general anesthesia and then her abdomen was opened on the operating room table. She was administered general anesthesia and then her abdomen was opened in the midline after being prepped and draped in a sterile fashion. Immediately upon entry into the abdominal cavity, gross air was noted and there was gross enteric contamination. The gore-tex mesh was removed and then the abdomen was irrigated out thoroughly. An inflammation rind had formed around the area of leak and a small area of enterotomy was noted which was extruding through his inflammatory rind. The area of leak was only about 3 mm in diameter and given the possible difficulty of dissecting free all the bowel and this creating more enterotomies, decision was made to proceed with just a suture closure of the enterotomy. This was accomplished using three interrupted stitches of 3-0 silk. The abdomen was thoroughly irrigated out and then to the edges of the fascia alloderm was sewn to close the abdomen. Two 6 x 16 cm pieces of allograft were required. #1 pds was used for the suture line. A modified vac drain was then placed onto the abdomen with an external covering of ioban and the patient was then awakened from anesthesia and transported to the recovery room.¿ on (B)(6) 2009: (B)(6) memorial hospital. Implant record. Description: implant alloderm thick 6cmx16cm. Qty: 1. Lot #: b30818-023. Catalog: 102198. Size: 6 x 16cm. Site: abdomen. Manufacturer: lifecell corp. Relevant medical information: on (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: gastrointestinal fistula. Postoperative diagnosis: colonic fistula. Exploratory laparotomy with lysis of adhesions for one hour and partial colectomy with closure of the abdominal cavity with alloderm. Anesthesia: general. Estimated blood loss: 150 cc. Specimen: portion of the transverse colon. History: ms. (B)(6) is a 59-year-old female who had a lap ventral hernia repair several weeks ago. She presented with an acute abdomen this last friday, and underwent laparotomy. At that time, an intense inflammatory response was present in the abdomen and very tiny fistula was seen and this was simply just oversewn. The patient, nevertheless, continued to leak after this and so decision was made to take the patient back to the operating room for exploration. The risks and benefits were discussed in detail with her and her family and they agreed to proceed. Procedure: ¿after informed consent was obtained the patient was taken to the operating room and placed in the supine position on the operating room table. After adequate general anesthesia had been induced, the patient¿s abdomen was prepped and draped in sterile fashion and the old midline dressing was removed. The underlying alloderm that had been placed previously was removed and a large amount of enteric material was located in the abdomen. The fistula was easily seen and was not amendable, of course, to closure with just simple stiches. At this time, the upper portion of the abdomen was explored due to the need to find a solution for this patient¿s fistula. As the upper portion of the abdomen was explored a free space was entered and it was found that the inflammatory rind was fairly superficial on the surface of the bowel. Dissection was carried out and the bowel was freed from its interloop adhesions and the fistula was found to involve the transverse colon. There was a clear opening in the transverse colon. The transverse colon was then dissected out freely, proximally and distally to the area of the fistula and the colon was divided proximally and distally with a gia 75 stapler blue load. The two ends of the colon were then brought side to side and initially approximated with interrupted sutures of 3-0 silk. The side to side functionally end-to-end anastomosis was accomplished using the same gia 75 stapler with a blue load. The aperture to which the stapler had been introduced was closed with an additional fire of the stapler and then reinforced with sutures. The mesenteric defect was closed with multiple interrupted 3-0 silk sutures and the anastomosis was palpably patent at the completion of the procedure. The abdomen was then thoroughly irrigated out with copious amounts of sterile saline solution. To the rim of fascia that was present around the edge of the wound, two pieces of 6 x 16 cm pieces of alloderm were sewn so as to close the abdominal wall defect. The subcutaneous tissue was then irrigated out thoroughly. Kerlix gauze was placed in the subcutaneous tissue, ioban was placed over this and a vacuum dressing was applied. The patient was then awakened from anesthesia and transported to the recovery room.¿ on (B)(6) 2009: (B)(6) memorial hospital. Implant record. Description: implant alloderm, thick 6 cm x 16 cm. Qty: 2. Lot #: b30814-028. Catalog: 102196. Size 6 x 16. Site abdomen. Manufacturer: lifecell corp. Comment: lot #2: b30818-020. On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. History and physical. Admitted (B)(6) 2009, dehydrated with impaired urinary output. Also, dyspneic, wheezing and developed a fever. Had recent ventral hernia repair two weeks prior to admission. Also, on current admission there was hypokalemia with potassium of 2.6. Diagnosed status post colon resection with leak, cellulitis of abdominal wall, pseudomonas urinary tract infection. Social history: stopped smoking approximately three weeks prior to current admission. Plan: intensive physical therapy, occupation therapy, with progressive strengthening and conditioning program. Will require 24-hour nursing assistance with mobility, close monitoring of vital signs, and daily incision care. Anticipate 7-10 day admission. On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. History and physical. Admission diagnosis: abdominal wall dehiscence. Morbidly obese patient previously undergone laparoscopic ventral hernia repair, which had an enterotomy and was recognized to have subsequent bile leak requiring emergent exploration by my partner with resection. Patient had explant of previously placed mesh with a bioabsorbable material placed; however, the skin edges could not approximate. The patient has had a wound vac and then subsequent went to dry dressing changes over the midline and was transferred back to the main hospital from rehab on (B)(6) 2009 and on that day underwent closure of the abdominal skin. Exam: abdomen: abdomen is obese. There is a midline incisional wound with skin edges, which are granulated. Initially a wound vac was in placed after this was removed the subcutaneous fat has granulated well down to a bioabsorbable type of fascial replacement layer which appears to be partially desiccated. Bowel sounds are present, normal and active. There is no gross purulence. There is no foul drainage. On the pannus on the right side of the abdomen there is an area of erythema with some induration on the right side laterally on the pannus itself. This area is tender to palpation. Impression: morbidly obese, who had a prior abdominal wall dehiscence, admitted at this time for closure of abdominal wall skin after preparation with wound vac and appropriate wound care to create good granulation tissue. On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: abdominal wall abscess and fascial dehiscence. Postoperative diagnosis: same. Lavage of anterior abdominal wall with debridement of alloderm, closure of abdominal wall skin and lavage of right panis abscess with drain placement. Anesthesia: geta. Estimated blood loss: less than 100 cc. Complications: none apparent. Indication: this is a 60-year-old white female who previously had a laparoscopic ventral hernia repair with subsequent colon leak followed by resection. She is admitted at this time for lavage and closure of the skin. She actually has been on prolonged wound vac for skin preparation. Description: ¿this 60 year old white female was taken to the operating room on (B)(6) 2009. She was placed in the supine position and prepped with general anesthesia. She was prepped and draped sterilely over her entire abdomen after the wound vac was removed from the midline. Inspection revealed good granulation tissue along the skin and soft tissue on both opposing edges. In the base, there was noted to be some devitalize alloderm material, which was desiccated. This alloderm was debrided sharply with curved mayo scissors and the area was lavaged copiously with warm normal saline. Interrupted #1 nylons were placed in a horizontal with a 10-french red rubber catheter used as bridges overlying the skin laterally. This brought in good apposition the midline skin and soft tissue, which was then well granulated. One-inch iodoform gauze was then inserted between closure sutures within the abdominal wall itself. Next, attention was turned towards the right side panis, where erythema with a small central punctate wound, which was draining some purulent fluid was noted. This area was opened generously to approximately 2 cm where the area could be explored and lavaged. An abscess cavity measuring approximately 4 x 6 cm was noted. This area was lavaged copiously with warm normal saline. No evidence of enteric contents was noted and after gross purulence was lavaged completely and all loculations were destructed digitally a 1-inch penrose drain was placed in the depth of the cavity sutured to the skin level using 3-0 nylon. Sterile gauze was then applied over the midline and the right panis. The patient was transported to the recovery room in stable condition. The patient tolerated the procedure well throughout and counts were correct at the conclusion of the procedure.¿ on (B)(6) 2011: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: perirectal abscess. Postoperative diagnosis: perirectal abscess. Incision and drainage of perirectal abscess. ¿the patient was brought into the operating suite and placed in the supine position. After adequate general anesthesia was prepped and draped in the usual sterile fashion to undergo an incision and drainage of a perirectal abscess. Incision was made directly into the abscess cavity and the abscess cavity was entered 200cc of purulence was aspirated and cultures obtained. The abscess was irrigated with warm saline. It was then packed with iodoform and sterile dressing was placed. The patient was taken to recovery in stable condition. She tolerated the procedure well. There were no apparent complications during the procedure. Sponge and needle counts were reported as correct. Estimated blood loss was 10 cc. On (B)(6) 2011: (B)(6) memorial hospital. Perioperative record. Asa iii. Specimen: perirectal abscess/left buttock abscess. Type: culture and sensitivity. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."